Event description:
It was reported via a legal claim that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones and was then explanted and replaced due to suspected premature battery depletion. According to the legal claim, the patient experienced anxiety due to knowing the battery was depleting faster than expected, discomfort from the defibrillation threshold (dft) testing performed at the replacement procedure, and pain at the implant site. No additional adverse patient effects were reported. The explanted device was not received for laboratory analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.